Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Caller states patient (pt) is in their ER. Caller not with pt on call. Caller states that the pt had a fall approximately two months ago and since then the pt has experienced shocking/jolting that pt alleges occurs even when ins is off--the pt states the ins turns itself back on and the pt has to turn the ins off again. The caller described it as 'tens like episodes' causing spasms. The caller states CT scans show everything related to the system in its place. The caller states pt has had spinal injections. The caller noted that he spoke to an mdt rep nicole as well who will be coming to evaluate the system.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.